Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus") and thrombosis ("blood clots") in a 30-year-old female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced abdominal distension ("bloating"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and incontinence ("incontinence"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), alopecia ("hair loss"), amnesia ("memory loss"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("hip pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full)) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, alopecia, dysmenorrhoea and abdominal distension had resolved, the device expulsion, thrombosis, amnesia, vaginal haemorrhage, menorrhagia, incontinence, back pain, pain in extremity, arthralgia and abdominal pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, incontinence, menorrhagia, pain in extremity, pelvic pain, thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus"), embedded device ("embedded coil is present in the right cornu extending into the right fallopian tube") and thrombosis ("blood clots") in a 30-year-old female patient who had essure (batch no: 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included bleeding breakthrough and methicillin-resistant staphylococcus aureus infection. Concurrent conditions included breast tenderness, breast swelling, vaginal irritation, dysfunctional uterine bleeding, stress incontinence, female, anxiety and renal disease. Concomitant products included alprazolam (xanax), cetirizine, cetirizine hydrochloride, escitalopram oxalate (lexapro), gabapentin, gabapentin (neurontin), hydromorphone, ibuprofen and lansoprazole. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system: bloating"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and urinary incontinence ("bladder or urinary problems or changes incontinence"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), alopecia ("hair loss"), amnesia ("memory loss"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("hip pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full),total hysterectomy (uterus and cervix removed) and bladder sling. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, alopecia, dysmenorrhoea and abdominal distension had resolved, the device expulsion, embedded device, thrombosis, amnesia, vaginal haemorrhage, menorrhagia, urinary incontinence, back pain, pain in extremity, arthralgia and abdominal pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pain in extremity, pelvic pain, thrombosis, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea , menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2019: pfs received. Concomitant medication and condition added. Event : embedded coil is present in the right cornu extending into the right fallopian tube were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus") and thrombosis ("blood clots") in a 30-year-old female patient who had essure (batch no. 852003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In 2012, the patient experienced abdominal distension ("bloating"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and incontinence ("bladder or urinary problems or changes-incontinence"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), alopecia ("hair loss"), amnesia ("memory loss"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("hip pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full)) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, alopecia, dysmenorrhoea and abdominal distension had resolved, the device expulsion, thrombosis, amnesia, vaginal haemorrhage, menorrhagia, incontinence, back pain, pain in extremity, arthralgia and abdominal pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, incontinence, menorrhagia, pain in extremity, pelvic pain, thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes-incontinence, migration of essure device location of device: uterus, dysmenorrhea (cramping), bloating, back pain, hip pain, leg pain, abdomen pain, she did not undergo an essure confirmation test were added. Lot number, new reporters, patient information were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pain'), embedded device ('embedded coil is present in the right cornu extending into the right fallopian tube'), pregnancy with contraceptive device ('I was pregnant because of it') and thrombosis ('blood clots') in a 30-year-old female patient who had essure (batch no. 852003) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." And device ineffective "device ineffective". The patient's medical history included bleeding breakthrough and methicillin-resistant staphylococcus aureus infection. Concurrent conditions included breast tenderness, breast swelling, vaginal irritation, dysfunctional uterine bleeding, stress incontinence, female, anxiety, renal disease and obesity. Concomitant products included alprazolam (xanax), cetirizine, cetirizine hydrochloride, escitalopram oxalate (lexapro), gabapentin, gabapentin (neurontin), hydromorphone, ibuprofen, lansoprazole and norethisterone (micronor). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/very heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6)2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced abdominal distension ("gastrointestinal or digestive system: bloating"). In (B)(6)2017, the patient experienced urinary incontinence ("bladder or urinary problems or changes incontinence"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), alopecia ("hair loss"), amnesia ("memory loss"), back pain ("back pain/ my back is killing me"), pain in extremity ("leg pain"), arthralgia ("hip pain"), abdominal pain ("abdomen pain"), vertigo ("my head is spinning"), stress ("feeling stressed"), insomnia ("feeling insomnia"), headache ("headache"), bladder pain ("bladder pain") and anxiety ("I am having major anxiety"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), was found to have uterine leiomyoma ("I have fibroid tumors on my uterus") and underwent urinary bladder suspension ("bladder sling"). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full),total hysterectomy (uterus and cervix removed)) and bladder sling. Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, embedded device, pregnancy with contraceptive device, thrombosis, amnesia, vaginal haemorrhage, menorrhagia, urinary incontinence, back pain, pain in extremity, arthralgia, abdominal pain, vertigo, stress, insomnia, headache, uterine leiomyoma, urinary bladder suspension, bladder pain and anxiety outcome was unknown, the pelvic pain, dyspareunia, alopecia, dysmenorrhoea and abdominal distension had resolved and the weight increased was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, bladder pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, headache, insomnia, menorrhagia, pain in extremity, pelvic pain, pregnancy with contraceptive device, stress, thrombosis, urinary bladder suspension, urinary incontinence, uterine leiomyoma, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight: 178 lbs. Discrepancy noted as per previous pfs date of removal was reported (B)(6)2015, now it is reported as (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. X-ray - on (B)(6)2017: my x ray showed them in place . Last week one is almost completely out of my tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received new events: I was pregnant because of it, device ineffective, my head is spinning, feeling stressed, feeling insomnia, headache, I have fibroid tumors on my uterus, bladder sling, bladder pain, I am having major anxiety and lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombosis ("blood clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), dyspareunia ("painful intercourse"), alopecia ("hair loss"), weight increased ("weight gain") and amnesia ("memory loss"). The patient was treated with surgery (plaintiff had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombosis, dyspareunia, alopecia, weight increased and amnesia outcome was unknown. The reporter considered alopecia, amnesia, dyspareunia, pelvic pain, thrombosis and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.